Manufacturer narrative:
(B)(4). Although, requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
The customer reported the user was pushing fentanyl into the smartsite y-port above the pump segment. The pump segment expanded and ruptured during the administration of the IV push. Fentanyl and lactated ringers sprayed into the user's face. There was no pt or staff harm and medical intervention was not required. No further pt/event information was provided.